Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she received a no delivery alarm while trying to administer a bolus. Customer reported that her blood glucose at the time of the incident was over 600 mg/dl. Customer was able to trouble shoot during the call. Customer disconnected at the quick release and noted that insulin was able to exit the tubing when performing a fixed prime. No product is expected to be returned.